Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient was partially treated with oral antibiotics (further details not reported) for the peritonitis event and pd effluent was reported as clear. It was reported that the patient subsequently passed away due to an unrelated medical condition. It was not reported if the patient had recovered from the peritonitis prior to death. An autopsy was not performed. No additional information is available.